Event description:
Boston scientific received information that after the implant of this right atrial (ra) lead, after the pocket was closed, the patient's blood pressure decreased and the patient became diaphoretic. Cardiac tamponade was noted; although it was not confirmed whether an echocardiogram was performed. The patient was taken to the operating room where to repair a hole in the patient's right atrium as well as repair for a hemothorax. The lead remains implanted with good sensing measurements but pacing thresholds were noted to be higher. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.